Event description:
Major pump unit(s) involved: device thrombosis. Other component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: per CT angiogram clot found in outflow tract and occasional blockage of inflow tract. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: malalignment of inflow requiring surgery. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: repositioning of inflow graft. Implant device type: lvad. Malfunction device type:.